Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a chemo-aid dispensing pin with clearlink was having problems extracting the drug from the vial after the chemo pin had been inserted. There was no patient involvement. Additional information was requested and is not available.